Manufacturer narrative:
Concomitant therapies: unspecified juvéderm® voluma¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions for use ¿ "no clinical data is available regarding the efficiency and tolerance of juvéderm® volbella¿ with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported prior to injection patient was pretreated with emla and then injected with 1ml of juvéderm® volbella¿ with lidocaine, 2ml of unspecified juvederm® voluma¿, and 2ml of juvéderm® volift¿ with lidocaine. After injection patient received post treatment therapy of cooling with cool pads. Six months later patient developed "massive swelling" and formation of nodules at the injection sites. Patient was prescribed decortin and voltaren and swelling resolved. The nodules are still there. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00076 (allergan complaint #1403043). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.